Manufacturer narrative:
Correction: further review of this event confirmed that the returned instrument was fully functional. Based on this clarification, the reported event is unlikely to cause serious harm. This event should not have been considered a reportable malfunction based on the fully functional returned instrument and should not have been reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement drill guide shipped to site. Medtronic investigation of returned suspect drill guide finds no physical damage to the part. Handle swivel functioned normally and locked in to place with no failures. Fighter attached to the drill guide with no failures. Device found to be fully functional.

Event description:
A medtronic representative reported a site has a damaged drill guide. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.